Event description:
The pt was implanted with a left ventricular assist device (lvad). Outcome reported via device tracking form, cause of expiration noted as "stroke".

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.